Event description:
A caller reported a cartridge alarm 20 which occurred during the load process, even though the customer waited as prompted to remove the used cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support decided to replace the pump, providing the customer with a pump equipped with updated software. They instructed the customer on storage mode procedures for the return of the faulty pump and arranged for training on the new pump through the tandem source account. The customer acknowledged and understood all instructions, including the use of mdi as a backup therapy, and they would return the faulty pump using the provided return box within 10 days.